Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress incontinence, uterine prolapse, cystocele, vaginal vault prolapsed and left lower quadrant pain. It was reported that the patient had the concurrent procedures of a lavh, anterior repair, uterosacral vault suspension, lysis of omental adhesions, and cystoscopy performed during mesh implantation. It was reported that following insertion the patient reported ¿my bladder still leaks, do not have orgasms anymore, sharp abdominal pain on a regular basis, have to wipe before I can urinate and pain with intercourse¿. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to mesh erosion causing pain, discomfort and inability to do sports or have sexual activity. It was reported on (B)(6) 2010, a 1 cm by 0.5 cm portion of mesh was removed, followed by a few individual strands. Small mesh exposure to r of urethra approx 1 cm, no pus. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.